Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, physical damage occurred to the drawer, resulting in the bearing becoming dislodged. The customer stated that they requested medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the broken drawer. A field service engineer (fse) had inspected the medication station and found that the right rail on door 4.1 was missing the bearing cage. The fse assumed it had been damaged and removed by the pharmacy technician the previous night. The fse then went to the half-high drawer and removed the cubie pockets from the defective drawer modules 4.1 and 4.2. The fse inserted the new drawer module, assigned it as module four, inserted the cubie pockets, and verified proper operation of the drawer afterward. The system functioned as intended after the field service engineer repaired the device.